Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when employing a intermitted suturing in a vessel on an open heart procedure, two needles broke and disengaged into patient cavity. To retrieved the needle, an x-ray was performed. The surgeon opened new needles with a different lot number to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted two needles and a partial suture. A needle was noted to be bent at the tip and the remaining needle was received broken. Microscopic inspection of the bent site and broken site noted instrument marks near them as well as normal crimp and swage marks were noted. Functional evaluation noted that as no sealed samples were received, a bend moment test could not be performed. The broken needle part with the swage and attached partial suture was dropped and lost during positioning in the microscope for collection of photographic evidence of instrument marks. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported condition was confirmed. The root cause of the broken needle could not be reliably determined. Additionally, the investigation detected an unreported condition of a bent needle at the tip that has no relationship to the reported condition. The analysis noted evidence that the device was not used as intended. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.